Event description:
It was reported that the patient presented for a generator change, upon interrogation it was noted that the right atrial lead exhibited episodes of noise and the insulation of the lead was found to be damaged. The right atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.